Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The lesion was pre-dilated with a 2.0x12 mm balloon. Then, 3.0x15mm xience v stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, after post dilatation with a 3.0x12mm nc balloon, a distal edge dissection was observed. Therefore, a 3.0x12mm xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.